Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided. We can see analysis performed, shocks delivered, but ECG appears to degrade as the case went on. There are a number of factors that exist outside of a device malfunction that can cause poor ECG signal to occur that include but are not limited to: - poor coupling of the ECG electrodes to the patient/device - issue with the pads themselves the pads were not retained and no lot information was provided. It's possible that the pads were not sticking to the patient as reported, however the patient skin condition, and degree of patient prep is unknown. We cannot determine the cause of the ECG issues without receipt of the device and/or electrode pads used during the event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.